Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device would not run, had no power, and the triggers were sticking. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device would not run, there was no power, and the triggers are sticking. Therefore, the reported condition was confirmed. It was also noted that the magnets on the drive gear of the electric motor were displaced. The assignable root cause was determined to be components wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.